Manufacturer narrative:
The insulin pump was received with no delivery alarm during displacement test due to unknown dried substance on motor slide. Unable to perform no delivery test due to motor anomaly. No unexpected max delivery alarm noted during testing. The insulin pump had cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm when there was no reservoir inside the insulin pump. She pressed resume and tried to bolus again but received another no delivery alarm. The customer tried to rewind again for the second time but as soon as she pressed the act button to prime, she saw a number on the screen but the piston was not moving. Customer's blood glucose level was 93 mg/dl. The displacement test failed. The customer was advised that the device would be replaced and agreed to return the product for analysis.